Event description:
It was reported that the customer experienced high and low blood glucose levels. The high blood glucose reading was 400 mg/dl. The customer complained of a burning sensation, fatigue, and confusion. He tried to bolus but found that one-tenth of the insulin delivered before an alarm. He was advised to change the infusion set, reservoir and insulin. He experienced low blood glucose after having eaten breakfast, followed by a bolus. The blood glucose reading dropped from 85 mg/dl to 48 mg/dl, which was treated with glucose tablets. He stated that he got too little or too much insulin. He went to his doctor and was sent home. He saw a loose infusion set stuck to body hair. The reservoir showed the same amount of insulin as on the status screen. Upon troubleshoot, the insulin pump passed the displacement and high pressure tests. He was advised that the device worked as designed. Advised consult with doctor for blood glucose. The most recent blood glucose reading was 91 mg/dl. None else.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.